Manufacturer narrative:
The cause of the tachycardia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia. No patient harm was reported.